Event description:
The report stated that there was no problem during preparation, however just after starting the radio frequency ablation, a water leak occurred from the grip-end of the handle. Another needle electrode was used to complete the procedure. There was no injury reported.

Manufacturer narrative:
The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.